Manufacturer narrative:
Additional information: device was discarded after use. Potential lot numbers include 3537790 or 3527157.

Event description:
It was reported that immediately after starting use of the trach tube, the customer noticed the cuff deflated. No patient injury.

Manufacturer narrative:
One portex® blue line siliconised pvc suctionaidtracheostomy tube was received in used conditions without its original packaging. The sample was visually inspected, at a distance of 12" to 16" and normal conditions of illumination. No discrepancies were found in the returned sample. A syringe was used to inflate the cuff of the sample and submerge under water in order to verify for leaks or any damage in the product. A leak was detected between the valve and the tube. The most probable root cause are: solvent missing between pilot balloon and tube. Inconsistency in the application of thf in the nils. Lack of detection by the production personnel on the leak test area. The following actions were taken: replacement of damaged pump in the nils machine. As preventive action, manufacturing personnel were notified by the supervisor and quality engineer on 29/aug/2018 about failure mode reported by the customer.